Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient let the ins overdischarge for the 3rd time. The patient had the ins explanted on (B)(6) 2019. The patient was tired of charging and having surgery so they did not want a replacement and preferred injections. The reason for the overdischarge was patient compliance. No further complications were reported.